Manufacturer narrative:
A siemens technical support center specialist was dispatched to the customer site where he had run patient samples on the advia 1800 instrument (s/n (B)(4)) and the results were acceptable. The customer stated that the operator may have changed the samples. The cause of the discordant crp_2 results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated c-reactive protein_2 (crp_2) results were obtained on two patient samples upon repeat testing on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were initially tested on an alternate advia chemistry instrument, resulting lower. A siemens technical application specialist was dispatched to the customer site where he repeated patient samples twice on the advia 1800 instrument (s/n (B)(4)) and the results were lower. The customer obtained new samples from both patients and tested them on the advia 1800 instrument (s/n (B)(4)), also resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated crp_2 results.

Manufacturer narrative:
The initial MDR 2432235-2017-00088 was filed on january 27, 2017. Additional information (02/28/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and stated the issue was not related to the instrument or reagent. When the patient samples were processed automatically from the automation line the correct results were obtained. However, during the repeat testing the operator pulled the samples and repeated them manually by front loading them. This is when the discordant results were obtained. The repeat results obtained verified the initial results from the automation line. The hsc specialist stated that the issue is consistent with sample handling or operator error.